Event description:
It was reported in-office battery voltage was 2.80v and remeasurement was 2.66 v. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Event assessment has determined that report of potential malfunction may result in unnecessary explant.